Event description:
It was reported that during a coronary stenting treatment procedure, stent damage occurred. The details of the lesion are unk. A 4.0x16mm veriflex stent delivery system (sds) was advanced to the lesion but unable to cross. The device was removed from the pt, and it was noted that the struts on the proximal portion of the stent were lifted up. The procedure was completed with another of the same device. No pt complications were reported and the pt's current condition is listed as "good".

Manufacturer narrative:
Event date: 2009. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed. (B) (4).